Manufacturer narrative:
There no discrepancies noted in the mfg history records for this lot. The device was visually inspected and hardened case debris was noted. The debris was removed. The unit was tested for proper function and performed correctly for ten test holes. The reported failure could not be repeated.

Event description:
Device went into the dura/brain, didn't function properly. Surgeon reported no abnormally thick skull and dura was not stuck. Occurred on first burr hole.